Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(6).

Event description:
It was reported that high impedances were measured at the time of implant. It was stated that impedances of >10000 ohms were measured during the implant procedure. The lead was replaced as a result of the event and the issue was resolved. It was noted that surgical intervention was not planned or performed due to the event and the patient was alive with no injury at the time of report. There were no external factors reported to have contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.